Event description:
A positive advia centaur troponin ultra pt result was reported to the physician and the pt was admitted to the ER. The pt sample was rerun twice and both troponin ultra results were negative. The pt was admitted to the ER and treated with larazapan. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse checked the system and found build up on the wash block. The fse replaced the aspirate probe wash blocks and the waste peri pump tubing but the cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further eval of the device is required.